Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of driveline communication fault alarms. The controller (B)(6) was not returned for testing. The submitted log files did not indicate an issue with the system controller. Provided information indicated that the alarms resolved with a modular cable exchange and that the controller itself was confirmed to be functioning normally. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing repeated ¿driveline comm fault¿ alarms on the heartmate 3 system. The issue persisted even after ensuring proper connector engagement and visual inspection of the driveline connector (no visible fluid ingress or damage). Log file review was requested, and the log file log captured driveline comm fault alarms beginning at 15:07 on (B)(6) 2025. In addition, the log noted a few low flow flags that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. On (B)(6) 2025 the patient went to the emergency room due to persistent ¿driveline comm fault¿ alarms. Upon inspection, the site replaced the modular cable connected to the system controller. The controller itself was confirmed to be functioning normally, but to ensure patient safety, the site temporarily replaced it with a hospital demo controller instead of the patient¿s main or backup unit. During the inspection, they observed that the patient had wrapped the modular cable extensively with rescue tape to cover minor surface tears. This likely led to accumulation of debris and possible corrosion within the connector area. After replacing the modular cable with a new demo (unused), the driveline comm fault alarms have completely resolved, and the pump had been operating normally since the replacement. The exact onset of the driveline damage was unknown. However, the first occurrence of repeated ¿driveline fault¿ alarms was observed on (B)(6) 2025, which was considered the onset of the issue. During the inspection on (B)(6) 2025, the modular cable showed signs of previous repair attempts with rescue tape covering minor surface tears, suggesting that minor external damage may have existed prior to the first alarm.